Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of over 1000 mg/dl at the time of the incident. The customer stated they also had fluid in the lungs and a possible heart infection. The customer was given intravenous insulin and manual injections to treat. The customer experienced symptoms such as vomiting and being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer lost the pump in the hospital. The customer stated they are a brittle diabetic. The previous day to the call, the customer stated their blood glucose ranged from 44 to 454 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08720 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.(B)(4).